Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2022 prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.